Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the flow reading was lost. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per clinical review: on (B)(6) 2022, the team experienced a problem with their heart lung machine (hlm) while on cpb, whereby they lost the flow reading during a case. The flow sensor was changed out and the flow reading returned. There was no delay, no blood loss, and no adverse event, and the surgery was completed successfully.

Manufacturer narrative:
Updated blocks: h3 and h6 the reported complaint was confirmed. During laboratory analysis, the product surveillance technician observed the flow sensor to pass product verification and release testing. The flow sensor was monitored for more than four hours for a loss of a flow reading, and no issues were observed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
81 - evaluation is in progress, but not yet concluded